Manufacturer narrative:
Testing and investigation found that the device passed testing by responding when pressed; however, the key alignment was off and a review of the device history indicated multiple "button ID: invalid" errors. Additional testing found fluid ingress on the bottom touchscreen connectors which was the probable cause of the nonresponsive touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device touchscreen was hard to use. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.